Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/15/2017 with the following findings: there were unexplained pump reboots observed in the pump's black box. The battery compartment was found to be cracked on the side from the threads to the cover. Corrosion was observed in the battery compartment. The pump was able to complete a 24 hour duration test with no power issues. No further evidence of moisture was found in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. The reporter indicated that there was moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.